Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's programming system was not functioning in relation to communication with vns generators. Due to the availability of another programming system, no patient therapy was impacted. The wand battery was exchanged with no success in resolving communication issues. The connection between the tablet and wand was not loose. The wand was ruled out as it communicated with generators when paired with another programming system. Replacement of the usb to db9 serial adapter cable resolved the communication issues. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.